Manufacturer narrative:
Device evaluation: underweight, broken shell and others, missing a piece of shell (0-25%), and red particles on the shell. A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reports rupture, pain and sensitivity. Physician further reported "patient wanted the devices to be replaced because devices were textured type and also she felt sensitivity on right breast. Therefore no diagnostic tests were performed before operation and it was decided physician should perform exploration and device replacement. This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reports rupture, pain and sensitivity. Physician further reported "patient wanted the devices to be replaced because devices were textured type and also she felt sensitivity on right breast. Therefore no diagnostic tests were performed before operation and it was decided physician should perform exploration and device replacement. This relates to the right device. Device has been explanted.